Event description:
Clinic notes dated (B)(6) 2015 reported that the patent¿s seizures have been fairly well controlled. She had one seizure on (B)(6) 2015 and went to the emergency room. Her dilantin level was low, and dosage was subsequently increased which has resulted in no further seizures. Overall, it was reported throughout clinic notes that the patient has good compliance with treatment. The patient presented for vns evaluation. Due to the length of implant, the aprn questioned remaining battery life because of increased vns settings. The patient¿s settings were increased from 1.75ma to 2ma and 2ma to 2.25ma respectively (normal and magnet mode). Normal mode diagnostics were okay. The aprn assessed that with consideration of the seizures which was the ¿worst that she has had¿ and had been seizure free for greater than six months, the aprn's clinical judgment was that the patient needed referral for prophylactic generator replacement thinking that the generator was probably near end of service. However in the notes dated (B)(6) 2015, the patient was evaluated due to the ER visit for the seizures two days prior. The aprn's assessment was that if there were breakthrough spells, if any, are related to non-compliance. Additionally in the notes dated (B)(6) 2015, it was reported that anticonvulsant levels were done on (B)(6) 2014 and were in therapeutic range. However, ammonia level was high, so depakote level was decreased on (B)(6) 2015 and the plan was to monitor. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Information was received that the medical records received which reported these events were received for insurance reasons and do not have complaints/adverse events associated with vns therapy. An implant card reported the patient had prophylactic generator replacement on (B)(6) 2015 with neos-no. It was reported that the patient is doing well after replacement. The issues resolved.